Event description:
It was reported to covidien on (B)(6) 2013 that customer had an issue with palindrome emerald 23/40 kit. The customer states that they had incident where a hole was found in the catheter beneath the y-hub. The catheter was placed in the pt on the (B)(6) 2012 and removed and replaced on the (B)(6) 2013. No pt injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.